Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the half height drawer 2-1 had failed to detect as closed after being shut. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this even

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2-1 had failed to detect as closed after being shut. The field service engineer (fse) replaced the open/close sensor and rebooted the system, but drawer 2.1 was still not recognized on the bus. Upon shutting down the station, the fse found the retractor band had several cuts and potential burn marks. The fse then replacedthe retractor band, restarted the station and resolved the issue. The system functioned as intended after the field service engineer repaired the device